Event description:
It was reported that the implantable neurostimulator (ins) was confirmed to have been flipped. The actions required as a result of the event was that the device was explanted and was replaced on the day of the report. It was noted that diagnostic testing or troubleshooting was not performed as it was not required, the product issue was not resolved, and the cause of the issue was unknown. The patient status at the time of the report was unable to be obtained and the device would be returned. It was reported that the patient symptoms or complications associated with the event was pain at the device pocket. Additional information received reported that the patient returned to the surgeons office a month after (B)(6) 2013 with complaints of severe pain due to the stimulator was flipping and moving in the pocket. The patient spent the next 4 months in unbearable pain and no longer could work out or do the activities of daily living (adls) they were used to. It was noted that on (B)(6) 2014, the patient underwent yet another revision and had it moved to their stomach. Additional information received reported that the patient¿s therapy was working and they were doing well.

Manufacturer narrative:
Product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).